Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device was used during a vaginal suspension procedure performed on (B)(6) 2017. According to the complainant, upon deployment of the mesh through the patient¿s ligament, the capio cage did not catch the needle. Subsequently, the physician pulled back the capio carrier (¿trocar passer¿) and the suture popped, and about <15 mm of the capio carrier broke and was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.